Event description:
Per the clinic, the patient underwent surgery to excise recurrent granuloma tissue (date not reported). Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.